Event description:
The dental implant fx5010swc was removed on (B)(6) 2019 due to loss of osseointegration 1 year and 6 months after implantation. The patient has no significant medical history. The patient required bone augmentation for the surgery. The patient has recovered without complications.